Manufacturer narrative:
Keymed investigation has been completed. Outcome of investigation was determined that the cause is "wear and tear" and "inadequate maintenance." In not replacing the mains cable at an earlier period. The okm investigator confirmed that the failure did not represent a hazard to the operator, user or patient. It may gradually cause the equipment to degrade if deteriorating plug condition is not monitored during maintenance and replaced as required.

Manufacturer narrative:
Olympus keymed have requested further details around the event and images of the damage caused. Currently waiting for a response. It has also been requested that the power cord and plug are returned for further investigation.

Event description:
Following a procedure the workstation was unplugged from the wall. A spark occurred between the plug of the main power cord and the outlet. The plug of the main power cord was partially melted. There were no reports of injury to patient or user.